Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision on (B)(6) 2020 to address a lead migration issue, (reference reg report: 1627487-2020-24149, 1627487-2020-24150, 3006705815-2020-30812), the physician discovered the patient experienced a secondary skin reaction to the butterfly anchor. As a result, the anchor was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.